Event description:
A case of pulmonary vein (pv) that was originally treated with an omnilink elite stent; however, follow up indicated in-stent restenosis (isr) and was treated with balloon angioplasty with an unspecified balloon. Followed by subsequent management with stent-in-stent implantation after experiencing recurrent isr. The patient presented with severe pv stenting post¿atrial fibrillation cardiac ablation and pv angiography displayed isr in the left inferior pulmonary vein (lipv). Successful balloon angioplasty was used in the lipv. At (B)(6) months post balloon angioplasty isr was confirmed via angiograph in the lipv and subsequent stent-in-stent intervention. At the 11 month follow-up post stent-in-stent intervention showed in-stent patency of the lipv. Details are listed in the article, titled "prognosis and management of recurrent stenosis after pulmonary vein stenting". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation was unable to determine a conclusive cause for the reported patient effect of stenosis, subsequent unexpected medical intervention (additional therapy/non-surgical treatment) and hospitalization. The reported patient effect of stenosis is listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use as a known patient effect for the treatment of atherosclerotic iliac artery lesions. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, b6, d6a: dates estimated d4: the UDI is not known as the part and lot number were not provided.